Event description:
It was reported to philips that the image disk was full. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the procedure. The procedure was completed by restarting the system. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that the exposure was not possible, with an image disk full error. Upon troubleshooting actions, fse identified that there was an issue with the ippc hard disk. Fse reseated the hard disk and performed database consistency. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.